Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right front frame broke at the weld.

Manufacturer narrative:
The device was returned for a expanded return evaluation. In the evaluation they found a weld on the front frame to be broken.

Event description:
Right front frame broke at the weld.